Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event. The reporter stated that the patient had a blood glucose of 400 mg/dl with symptoms of nausea, confusion, thirst, urination, and a headache. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter alleged that there was an issue with the cartridges that caused the elevated blood glucose levels. The cartridge in the pump was changed and the patient¿s blood glucose started to go down. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of a cartridge issue.